Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer received low blood glucose level readings and her insulin pump went into threshold suspend. Her blood glucose level was 125 mg/dl but her sensor glucose reading was 50 mg/dl. The customer's blood and sensor glucose reading difference was not within an acceptable range. She received a calibration error when she tried to calibrate. The product was not returned. Nothing further to report.